Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high capture threshold on (B)(6) 2017. The patient did not experience any adverse consequences. The lead was explanted and replaced the following day. The patient was stable post procedure.